Event description:
Clinical study. It was reported that 848 days after a coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 95% stenosed, 3.0x28mm lesion in the mid right coronary artery (mid rca) with predilation and placement of a 3.0x32mm taxus liberte drug eluting stent. Residual stenosis was 0%. The procedure also treated a non-target lesion in the proximal left circumflex (prox lcx) with predilation and placement of a 2.75x32mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. Eighteen month post index procedure, the patient was diagnosed with a malignant bladder tumor and underwent chemotherapy and several surgeries for trans-urethral resection of the tumor as treatment. The 2 year follow-up, report indicated continuous aspirin use only and no episodes of angina. Eight hundred and forty eight days post index procedure, the patient died at home. The death certificate indicated that the cause of death was cardiac arrest in the presence of ischemic heart disease, anemia, chronic renal failure, carcinoma of the bladder, and non-insulin dependent diabetes mellitus for 25 years. No autopsy was performed. Per investigator, the device causality of this death was unrelated. In april 2008, the clinical event committee confirmed this event as a cardiac death and assessed the device relationship as indistinguishable.

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.